Event description:
It was reported to philips the device took longer than usual to charge while performing synchronized cardioversion on a patient. The device later powered off while on ac power. The device was in use on a patient and there was no adverse event to patient or user.